Event description:
The patient later reported that the step they took to resolve the change in bowel movements indicated that patient went to the gastroenterology this past week and he had the patient on a program to end her problems. The patient indicated that the implant was not causing their problems.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported changes in bowel movements. This was occurring intermittent. There were no trauma/falls reported that could be related to this issue. The stim issue reported was not related to positional movement. There was no recent medical test or emi environmental exposure. The patient had an appointment scheduled with pcp (primary care provider) on monday but will also follow up with managing physician for the device to discuss if this was device related and if programming changes should be made. Symptoms reported were: unpredictable bowel movements and foul smelling stools. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. Indications for use were noted as: gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.